Event description:
Per the clinic, the patient experienced a performance decrement and intermittencies. The implanted device remains.

Manufacturer narrative:
This report is submitted on august 19, 2022.

Manufacturer narrative:
The device was explanted on (B)(6) 2022. The patient was re-implanted with another cochlear device during the same surgery. This report is submitted on december 29, 2022.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on january 24, 2023.